Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, during anterior vitrectomy an ophthalmic operating system did not provide irrigation and aspiration. Surgery was completed on the same day using different ophthalmic system and there was no patient harm. Additional information has been requested but is not available at the time of this report.